Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent rectocele repair, enterocele repair, sacrospinous ligament fixation, anal sphincter placation, and cystoscopy.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to symptomatic pelvic organ prolapsed and fecal incontinence. It was also reported that following insertion the patient experienced pelvic pain, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems, mesh shrinkage and defecatory dysfunction. It was further reported that patient underwent mesh excision and revision on (B)(6) 2013. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2018. It was reported that following insertion the patient experienced urinary incontinence, and urinary retention. No additional information was provided.